Event description:
It¿s reported that anchor l modular flexible screwdriver broke while removing from final screw in surgery.

Event description:
It¿s reported that anchor l modular flexible screwdriver broke while removing from final screw in surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis performed concluded that the tip fractured as a result of fatigue through multiple fracture origins. The IFU for anchor l states instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: the plausible root cause of the reported event is a user applied overload which occurred over multiple uses.